Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she has a thick membrane on her intraocular lenses (iol). She reported having cloudy vision in both eyes with halos for some time. A yag laser was performed was performed on the right eye last week and the vision has cleared up. The right eye feels funny; like the pressure is different. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye that was implanted with an iol in 2010.